Event description:
It was reported that the device had the charge pak (internal battery charger) and wrench icons present following a patient use. There was no known additional patient use associated with the observed problem. Physio-control evaluated the device at the failure analysis center and observed several fault codes in the memory indicating a critical failure.

Manufacturer narrative:
(B) (4). Physio-control determined the cause of the failure to be an ic chip, designator u53, from the analog pcb assembly due to a process residue on the board's surface. A replacement device was provided to the customer.